Event description:
A caller reported damage to the pump housing and usb port, impacting the ability to charge the pump but not causing a shutdown. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer, who was instructed to allow the current pump's battery to deplete before returning it. The customer would continue to use the current pump temporarily and was advised on the procedure for using it with a g7 sensor.